Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the defective inspiration valve nt. Software has been updated and the unit was calibrated. The issue still persist alarm 300 "device in failsafe" and 400 "inspiration valve or device leaky" still continue. As a resolution initiated a warranty replacement for inspiration valve stepper motor.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows technical failure 300 "device in failsafe" & technical failure 400 "inspiration valve or device leaky". As per technical support inspiration valve block test with screen shots are very similar to the current issue with the moog blower and updated the software to latest version. The unit was calibrated but the issue still persist with technical failure 545 "inspiration valve stepper motor is defective". No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 300 "device in failsafe" & 400 "inspiration valve or device leaky". There was no patient involvement associated with the reported event.